Event description:
Customer was found unconscious and nonresponsive was taken to the hosp. Blood glucose was taken and rec'd a reading of 118mg/dl, lab results was 10mg/dl. Customer was given orange juice or dextrose, and was admitted to the hosp. Controls were within range. Request of the suspect device was made. Replacement product was sent.